Event description:
The customer reported that there air bubbles present during a reservoir change. The bubbles were stated to be both small and large. The customer disconnected before assistance could be received. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).